Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to p-wave and intermittent t-wave oversensing. Post shock there were a few undersensed beats noted. The sensing vector was programmed to secondary at the time of the inappropriate shock. It was noted the patient had previously received an inappropriate shock due to oversensed noise when programmed to primary. Technical services recommended in office evaluation. No adverse patient effects were reported.